Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch/lot: 25254149.

Event description:
It was reported that the patient experienced loss of coverage due to lead migration. The patient underwent a revision procedure wherein the lead and one anchor were replaced. The patient was doing well postoperatively, and the explanted devices were not returned by facility.